Event description:
Customer complaint: ticket #127781 I received an email stating that this item has been recalled due to safety issues and to stop using immediately because is causes burns, shocks and scarring. I do have burns on back that has caused permanent brown patches on back. I would like to get refunded for this so that I can get new one that is safe to use. I it daily for my bad back and need one please